Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Found during inspection. According to the reporter, the device failed a battery charger test indicating an internal error following what appeared to be a premature illumination of the chargepak icon. There was no pt use associated with the reported incident.